Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('will treat for pid'), genital haemorrhage ('general abnormal bleeding'), pregnancy with contraceptive device ('patient claiming pregnancy') and abortion spontaneous ('patient claiming stillbirth/miscarriage') in an adult female patient who had essure (batch no. A45113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included (B)(6) infection, gravida, parity 4 and staphylococcal bacteremia. Concurrent conditions included uterine leiomyoma, motor vehicle accident, limb injury, contusion of ankle and finger sprain. Concomitant products included doxycycline, ethinylestradiol; ferrous fumarate; norethisterone acetate (lo loestrin fe) from (B)(6) 2013 to (B)(6) 2014, ibuprofen since (B)(6) 2013, metronidazole (flagyl), oxycodone hydrochloride; paracetamol (percocet) since (B)(6) 2013 and paracetamol (tylenol) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, depression, vaginal infection, vaginal discharge, vaginal haemorrhage and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal , dysmenorrhea, menorrhagia, general abnormal bleeding,vaginal infection , vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: successfully occluded/bilateral occlusion. Pregnancy test - on (B)(6) 2016: pregnancy test negative; on (B)(6) -2018: urine pregnancy negative. Ultrasound pelvis - on (B)(6) 2016: impression: no sonographic evidence of ovarian torsion. Uterine fundus partially calcified intramural leiomyoma. Trace amount of right adnexal free fluid.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, menorrhagia, most recent follow-up information incorporated above includes: on 28-oct-2019: pfs received. Case becomes an incident. Lot number was added. New events added(pfs): abnormal bleeding (vaginal), mental anguish. New events added(mr): will treat for pid. Previously added event psych injury was updated to depression. Lab data, concomitant conditions, concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.